Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during placement of an embolization coil, it was noted that the coil was no longer attached to the pusher wire and stopped advancing. During removal of the pusher wire, the coil detached inside the catheter. A syringe was used to aspirate the coil backwards into the catheter. The coil was removed in its entirety along with the catheter. There was no reported patient injury. The patient was reported to be fine.